Event description:
Caller states patient came to the emergency room (ER) with high blood glucose symptoms. Patient tested 187 mg/dl on an inform system while a comparison lab later returned as 1260 mg/dl. The same venous sample was used to obtain the reported results. The samples were drawn at 03:37. Caller states the test strip which produced the result of 187 mg/dl may not have been dosed properly. Prior to receiving the lab result, a ketone urine dip test result returned as 1:4 at 0437; patient received unspecified treatment for hyperglycemia at 04:55. Caller reports a venous sample was obtained at 07:03 and patient tested hi (greater then 600 mg/dl) on the inform system. Lab value using the same sample returned as 1065 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
Pt was revised to address poly wear of the insert and loosening of the femoral component and tibial. Loosening occurred at the cement/implant interface. Competitor's cement was used in the primary surgery.